Event description:
It was reported that during a ptci procedure, the powersail was being used to dilate a bifurcating lesion at an lad and ramus. The lesions were wired with two separate guide wires. The powersail was advanced down one of the guide wires and inflated for pre-dilatation, then the system was pulled back into the guide catheter and the guide wires advanced down opposite vessels in order for the powersail to dilate the other vessel. The order of vessel dilatation is unk. The amount of times repositioning took place is unk, but there were a total of eight inflations in the area. The powersail was then pulled out and upon entering the rhv, the powersail fractured and detached distal to the guide wire exit notch. The distal end of the powersail was still completely inside the guide catheter. The rhv was opened wider and the guide wire was pulled to remove the distal end. There was no pt injury reported.